Event description:
Reportable based on device analysis completed on 25-apr-2025. It was reported that balloon damaged were encountered. The 78% stenosed target lesion was located in the mid-right coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation, but incomplete drug coating was noted. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 8mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified no kinks or damages. A visual, tactile and microscopic examination of the distal extrusion identified that the extrusion was stretched and kinked. This damage stretched from the guidewire exit port and extended for a length of 4.6cm. The balloon was received unfolded. No tears were noted in the balloon material however when an attempt was made to inflate the balloon, a pinhole leak was observed in the balloon material. The pinhole was located at 1mm distal from proximal markerband. A microscopic examination of the proximal and distal markerband identified no damage. A wire insertion test was performed and due to the damage in the distal extrusion, it was not possible to pass a 0.014inch size guidewire through the lumen. A leakage test revealed that the device was attached to a pretested encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was observed in the balloon material. The pinhole was located at 1mm distal from proximal markerband.